Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with blood glucose level over 600 mg/dl. The customer also had ketones. The customer stated that he was getting the no delivery alarm repeatedly even though he had changed the infusion set multiple times. The customer, his mother and the health care professional all wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.